Event description:
Per attorney's original report: ni - pt required substantial medical treatment and developed pain, scarring, disfigurement and permanent injury. Based on a review of medical records provided by the pt¿s attorney: (B)(6) 2005 - open repair of recurrent, incarcerated, right inguinal hernia with modified kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec¿d add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info rec¿d. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate the kugel patch was implanted to repair a recurrence of a repair performed in 1998. The medical records do not indicate a failure of the modified kugel patch during that procedure, and there are no records beyond the implant. No specific device failure or pt injury has been alleged. However, mfg review was performed and did not find evidence of a mfg related cause for the reported event. Based on the medical records provided, the mesh remains implanted. We have contacted the initial rptr to obtain add¿l info. If add¿l info is rec'd, a supplemental MDR will be submitted.